Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cs - "the surgeon inserts the green ring to patient body, and then they starting to curl the white ring with wound sheath. Suddenly, the wound sheath just came apart near green ring." Type of intervention: no injury or illness occurred associated with the complaint event. Patient status: "fine".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear originating from a puncture in the sheath. Based on the condition of the returned unit, it is likely that the reported event was caused by instruments that were used during the procedure. Engineering determined that the sheath was pierced when the suture was placed and the hole propagated when force was applied to the device during retraction. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor, 26jun2017: no other instruments or retractors were being used prior to alexis placement. But, the customer sews up a suture on the green ring (image provided). No other instruments or retractors were being used during alexis placement.